Event description:
It was reported tht during a therapeutic stone retrieval procedure they were not able to remove this basked from the patient. They proceeded to cut the basket into pieces and removed the pieces successfully.